Event description:
Report from foreign literature regarding pt with implanted stimulation system receiving shock from store antitheft device which rendered him unconscious. Pt was taken to hosp emergency department where he gradually regained consciousness. Neurological examination at the time of the event revealed moderate confusion, dysarthric speech, gait ataxia, bilateral upper-extremity intentional tremor, and weakness of the left upper extremity. Brain CT scans and eeg's performed several days later yielded normal results. Upon follow-up examination 6 months after the event, pt showed some improvement, although mild dysarthria, impaired memory, tremor of the right hand, and gait ataxia (for which a cane is required for walking) were still notable.